Event description:
Healthcare professional reported seri was implanted with a concomitant tissue expander during bilateral primary reconstruction. Patient presented "within two weeks of implant surgery" with left side lower-pole redness and induration. Physician performed exploratory surgery, and noted findings of inflammation and granulomas inside the breast pocket. Seri and concomitant tissue expander were fully explanted. No infection was noted. Physician considered the events as device related due to the bilateral nature of events.

Manufacturer narrative:
Device availability for return is unknown. The events of induration and inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The noted granulomas were not confirmed by biopsy/histopathology. Further information from the reporter regarding the event and product details has been requested. No additional information is available at this time. These events are being reported because medical intervention was required, although device-relatedness has not been established. This event is reported against the left side, and is the same event and the same patient reported under MDR ID#3008374097-2014-00054 ((B)(4)).